Event description:
She is unable to connect her husband to the first connector for dialysis therapy. The patient was able to use the second connector for dialysis. There is no report of patient injury. A sample is not available for evaluation.